Event description:
It was reported that 2 bd maxzero multi-fuse pressure rated extension sets with needleless connectors experienced spontaneous disconnection. The following information was provided by the initial reporter: clinicians reported 2 events with the bd maxzero extension set separating. 1. In the middle of one of the lumens and 2. At the tubing connection above the maxzero connection. It has occurred out of packaging and when disconnecting the extension set from the patient. No patient harm.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of separation of the set at the lumens and above the maxzero connection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material (B)(4) because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of separation of the set at the lumens and above the maxzero connection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz5307 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd maxzero multi-fuse pressure rated extension sets with needleless connectors experienced spontaneous disconnection. The following information was provided by the initial reporter: clinicians reported 2 events with the bd maxzero extension set separating. 1. In the middle of one of the lumens and 2. At the tubing connection above the maxzero connection. It has occurred out of packaging and when disconnecting the extension set from the patient. No patient harm.